Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported overstimulation, the device was checked with the programmer and stimulation was on. They did have the ability to change the stimulation, trying to increase or decrease stim did not resolve the issue. The patient did have adaptive stim. The patient was to follow-up with their health care professional (hcp). It was noted that the patient had several different programs including a high frequency program to see if it worked but it did not work because they had to charge so much more and were not able to do that as frequently. They had adaptive stim enabled and they would get it set to a level that was comfortable for them, and it would work when they set each position and it worked for a while but then out of nowhere it would jump back up to a setting that makes it hard to walk because it was so intense so they kept setting it at the adaptive stim but they could not get to stay at a level that was comfortable, it would go "from like 6.2 to 10.1 all of a sudden". The patient did not remember what day this started but it had been happening since 3-4 weeks ago, it was confirmed that overstimulation/uncomfortable started in (B)(6). It was also noted that the patient was having a surgery for an "si joint fusion" in a few weeks so they may need to have a manufacturer representative (rep) there. The patient was not sure if the problem they were having was related to the therapy or not, it started in (B)(6) of the year of the report, they had to go to the ER because they had worsening pain so it had been getting progressively worse since then. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.